Manufacturer narrative:
Please note that the initial reporter information is unknown at this time. Additional information will be requested, and a supplemental report will be provided if the details become available.

Event description:
It was reported that the patient with this pacemaker device contacted boston scientific technical services (ts) indicating that they experienced episodes of asystole that lasted 4 to 5 seconds. They have not had any difficulty since then. Ts discussed that asystole could be caused by oversensing or loss of capture on a dependent patient, but this observation has not been confirmed. The patient is from the united states, and they are currently traveling. Ts advised the patient to have the pacemaker system checked before boarding an international flight. At this time, no further information is available. The device remains in service and no additional adverse patient effects have been reported.

Event description:
It was reported that the patient with this pacemaker device contacted boston scientific technical services (ts) indicating that they experienced episodes of asystole that lasted 4 to 5 seconds. They have not had any difficulty since then. Ts discussed that asystole could be caused by oversensing or loss of capture on a dependent patient, but this observation has not been confirmed. The patient is from the united states, and they are currently traveling. Ts advised the patient to have the pacemaker system checked before boarding an international flight. At this time, no further information is available. The device remains in service and no additional adverse patient effects have been reported.

Manufacturer narrative:
Please note that the initial reporter information is unknown at this time. Additional information will be requested, and a supplemental report will be provided if the details become available.